Manufacturer narrative:
Product was disposed of by customer.

Event description:
It was reported that there was intermittent pressure loss during a case. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences. If this type of malfunction were to reoccur during a bier block procedure, it could pose the risk of systemic exposure to local anesthetic.